Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 010000858, item name: g7 liner, lot #: 3611101. Item number: 110017105, item name: g7 shell, lot #: 3662625. Item number: 51-107140, item name: taperloc stem, lot #: 3612807. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08130.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently patient was revised approximately two years post-implantation due to reported pain, swelling, fatty tumor, skin lesions, rash, feels like dislocating, locking up, and elevated chromium levels. Head and liner were removed and replaced. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.